Event description:
It was reported that during routine check performed by biomed, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported issue. The fse performed all functional tests. The unit passed all tests performed and was returned to the customer.